Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the valve trocar was very leaky during a vitreo-retinal procedure of the left eye. The nasal valve began leaking about 10 minutes into the procedure. The infusion line valve did not leak. It held the infusion line until the end of the procedure. Trocar plugs were used. The procedure was completed without harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
One opened trocar cannula/hub assembly was received taped to a sponge, in a bag, for the report of leaking. The returned sample was visually inspected and was found non-conforming with a cut in the septum. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).